Manufacturer narrative:
Multiple attempts have been made to get further information regarding the alleged injuries, medical treatment, evaluation or service to the device and the availability for return without success. The cause of the issues or if there was a device malfunction has not been confirmed at this time. It is normal for the powerchair to display an error code, disabling drive function, if the brake/clutch lever is not fully engaged. Should additional information become available, a supplemental record will be filed.

Event description:
The end user alleged she suffered a broken bone in her big toe when her tdxsp2 powerchair chair hit a wall due to unintended movement. The end user stated she went to urgent care but would not let them touch her foot and they sent her home. She alleges when the speed knob is set to 2 it will jump up to 9. She also stated there was an error code on the joystick and a brake lever was bent in as she was trying to get the chair into a van. She relates an incident when the chair would not work. The chair would power on but was getting a flashing green light on and off. She also stated she was coming into her apartment with her hands on the arms of the wheelchair and her hands were smashed into the wall. She did not seek medical attention for her hands.